Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by MFR.: the returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks to the guidewire lumen. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that removal difficulty was encountered. The procedure was performed by contralateral approach. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery. After crossing the lesion with a non-boston scientific guidewire, pre-dilatation was performed with a 4x10 mustang balloon catheter. The wire was replaced with another non-boston scientific guidewire, and a non-boston scientific stent was implanted. The wire was again replaced with a non-boston scientific guidewire, and intravascular ultrasound was performed. Then, a 5.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for post-dilatation. However, the physician encountered difficulty in removing the device. When the device was removed, it was noticed that the guidewire lumen was wavy. The procedure was completed with the original device used. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported that removal difficulty was encountered. The procedure was performed by contralateral approach. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery. After crossing the lesion with a non-boston scientific guidewire, pre-dilatation was performed with a 4x10 mustang balloon catheter. The wire was replaced with another non-boston scientific guidewire, and a non-boston scientific stent was implanted. The wire was again replaced with a non-boston scientifc guidewire, and intravascular ultrasound was performed. Then, a 5.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for post-dilatation. However, the physician encountered difficulty in removing the device. When the device was removed, it was noticed that the guidewire lumen was wavy. The procedure was completed with the original device used. No patient complications nor injuries were reported.